Manufacturer narrative:
A ge service representative performed an onsite investigation. The ac power cable and plug were evaluated and repaired. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system was shutting down without command of the operator. There is no report of a patient injury or death associated with this event.